Manufacturer narrative:
(B)(4). Device requested ((B)(4) 2011) from distributor. No product returned. Results: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn.

Event description:
A patient self-tester (six years of experience) reports protime microcoagulation system generated inr results lower than laboratory. Protime generated inr 1.7. The lab generated inr 2.7. Pt stated coumadin dosage had not changed based on the protime inr results. The pt self-tester returned the protime device to the distributor. The pt's therapeutic range: inr 2.0 - 3.0. No adverse event(s) reported.